Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
-It was reported that during a da vinci-assisted surgical procedure, the force bipolar (fb) jaws were misaligned, and the instrument could not be removed from the port. The customer used a backup fb instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck on tissue when the issue was identified. The fb instrument wrist was dislodged when the customer used the instrument to push on the uterus. There was no patient injury. There was no unexpected tissue removal or bleeding. The instrument release kit (irk) was not used since the instrument was not grasping the tissue. The fb instrument was removed with the cannula together. Port incision was not increased to remove the instrument and cannula together.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have a bent grip, causing misalignment of the grips. There was a 0.0430¿ offset at the tips which cause the tips not to straighten. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.